Manufacturer narrative:
Consumer stated they experienced their fillings coming out. Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that their fillings came out after using the hx6210 2-series power toothbrush.

Manufacturer narrative:
The root cause of the customer's complaint could not be determined.